Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrodes) has been confirmed. As received, the monitor failed incoming testing. The cause of the inability to communicate with a test electrode belt and incoming test failure is a lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize therapy electrodes on an electrode belt.